Event description:
The patient was upgraded to crt and a left ventricle (lv) lead was added. Approximately 30 minutes after the case, there was no capture on the right ventricular (rv) lead and the threshold changed. Following the case, the patient was in what the physician considered a slow ventricular tachycardia (vt) at about 90bpm. The physician attempted to cardiovert the rhythm with the device without success. During testing of the lv threshold, it was noted that when the rate was increased to outdrive the ventricular rate, it took 4 to 5 beats before it would take control of the ventricle. The patient was checked the next morning and capture was satisfactory. The short interval count (sic) was 3000. The physician noted the patient's blood pressure during the lead placement was at times in the 50-60 mmhg systolic range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description continued: it was noted the patient's cardiac tissue was likely ischemic, which can affect capture. The 3000 sic count was likely collected during the cautery used in the procedure. The lead remains in use. No patient complications were reported as a result of this event.